Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a post-reset ram crc alarm (pump error 23). The customer received an error in the motor that was detected by reading an unexpected value from the hall sensor (pump error 43). Troubleshooting was performed. The customer reported no adverse event. The event involved product(s) mmt-1884l. The customer was able to clear the error and complete the rewind process. The pump was not recently placed in storage mode or without a battery for > 8 hours. Error has occurred more than once after a battery change. The customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884l was requested and the customer response was the device will be returned.

Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The pump history and trace files were successfully downloaded using thump. There were no pump error 43 or unexpected pump error 23 alarms during testing. A review of the pump history file shows on (B)(6) 2025 there were six (6) pump error 43 alarms (00:22, 00:23, 00:24, 09:35, 09:39, and 09:42), one (1) pump error 37 alarm (05:57), thirteen (13) pump error 130 alarms (between 03:25 and 09:39), and one pump error 23 alarm (00:45). The pump was cut open to perform a visual inspection. No moisture damage was found on the electronic assembly (pcba 1 and pcba 2). Moisture damage, corrosion, and rust were found on the motor, force sensor, and motor home switch. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, stained keypad overlay, cracked battery tube threads, cracked battery compartment, and pillowing keypad overlay. Pump error 43, pump error 37, and pump error 130 alarms are all confirmed due to moisture damage, corrosion, and rust were found on the motor, force sensor, and motor home switch. Pump error 23 alarm is confirmed, fault often happens if the pump restarts without a safe shutdown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.